Event description:
It was reported that the pt experienced loss of stimulation on the left side. Impedances were all 1395ohms on each side, but >4000 ohms across sides. Fluid in the connector was considered. No pt treatment or outcome was reported. The MFR's device tracking system indicates that the pt's system was replaced. Additional info has been requested, but was not available as of the date of this report.